Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after receiving inappropriate hv therapy for noise. The device was explanted. The patient condition was stable.